Manufacturer narrative:
The device was evaluated and air leakage from coupler section was confirmed. Additionally, flooding of the main body and electrical contact corrosion was also noted. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was noted that the subject device had air leakage from the coupler section. There was no patient involvement.